Manufacturer narrative:
Unable to perform the displacement test and self-test due to unresponsive keypad. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unable to download files using thus software due to unresponsive keypad. Unit tested with reference test casing and keypad was able to respond properly. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with broken belt clip rails and fading serial number label. Unable to verify frozen display due to keypad unresponsive. Unresponsive keypad was confirmed problem isolated to keypad assembly. Unit confirmed moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, belt clip/holster anomaly, when priming or bolusing it will click constantly like motor was louder when or working harder, clip was broken. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, acc-1601. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Trouble shooting was not performed and customer reported a keypad anomaly and/or stuck button alarm. The customer called for an issue not covered by existing trouble shooting guides. Refer to the event description for more details. Customer reported damage to the belt clip. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for acc-1601.